Event description:
A malfunction alarm occurred, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump after providing pump reset information. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any other malfunctions occurred.